Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Etiology of endoleak unknown. Limited information concerning the event was reported and imaging was not provided for review. At this time, there is no indication that a design or process induced failure of the device resulted in separation. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment and the risk associated with the failure mode will remain at an acceptable level with the inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient with a known history of aaa, hypertension, peripheral artery disease, coronary artery disease, arthritis, cerebrovascular disease, and a neck mass, underwent initial endovascular aortic repair with a cook endograft in (B)(6) 2005 with no endoleak upon implant. The patient returned for a follow-up in the office on (B)(6)2010 to review a CT scan that showed a type iii endoleak with a right iliac limb separation from the main body. The patient received a diagnostic angio, and the limb was bridged to the main body on (B)(6)2010 with another manufacturer's iliac limb sized 12x14cm to bridge the components. The patient's endoleak was sealed off without incident, and the patient is recovering well and is scheduled to follow-up in (B)(6) 2010. The patient's endoleak was sealed off without incident, and the patient is recovering well and is scheduled to follow-up in (B)(6) 2010.